Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of this complaint has been completed. The returned sevoflurane vaporizer in this complaint, designed and keyed for use with sevoflurane from abbvie, has been investigated. The additional information received from the user states that the sevoflurane vaporizer has been used with sevoflurane from baxter. The performed investigations and analysis have revealed that the residue is a chemical degradation of sevoflurane resulting in formation of hydrogen fluoride. A root cause analysis has been performed regarding the formation of hydrogen fluoride within the sevoflurane vaporizers. This issue has only been observed when using sevoflurane from piramal and baxter. The root cause analysis found that changes in design and manufacturing process introduced in 2018, were the reasons for the formation of hydrogen fluoride. The main reason for the manufacturing change in 2018 was to facilitate easier assembling in production and to get a better sourcing of certain components. The surface treatment in the aluminum canister that form the main part of the liquid container in the vaporizer was found to be inadequate. To prevent this from occurring, the sevoflurane vaporizera have been redesigned. The field safety corrective action was initiated to remove and replace all the concerned vaporizers (designed for use with agent from piramal and baxter) from the field. The removing of the concerned vaporizers was completed (B)(6) 2024. The concerned vaporizer model in this complaint (designed for use with agent from abbvie), can remain in use if it only has been used with sevoflurane from abbvie, which is not the case in this complaint. The instruction for use has not been followed.

Event description:
T was reported that the sevoflurane vaporizer in the anesthesia workstation failed in system checkout in the vaporizer test. The vaporizer is the unit containing anesthetic agent in the anesthesia workstation. When the vaporizer was received for investigation a yellow/brown residue was found inside the vaporizer. There was no patient involvement. Manufacturer's reference #: (B)(4).